Event description:
The reporter contacted animas on (B)(4) 2012 stating that the pump alarmed for pump not primed and when the load step was performed, the pump pushed insulin out of the cartridge and emitted a "no cartridge detected" warning. The reporter stated that the load step was attempted with 2 other cartridges with the same result. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed two "no cartridge detected" warnings. During testing, the pump load step failed to recognize the cartridge and emitted a "no cartridge detected" warning. The pump was opened and a dislodge force sensor circuit component was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.